Event description:
Reportedly, on 12-september-2025, during export of data to fysicon system there appears a blue beam during export. Export to paceart is blocking the smarttouch about every 5th patient. This happens with teo pacemaker devices and/or ulys ICD's. The only solution to stop is using the on/off button or pull out the battery.

Manufacturer narrative:
Review of the provided files is still ongoing; results are not available yet.

Manufacturer narrative:
Analysis of the provided video confirmed the reported event as the programmer seems freeze with the export to paceart window. The reported behavior could not be reproduced with the same cso files. Review of the provided files did not permit to find any traces of the reported event or errors. The most probable hypothesis is that a pop-up indicating that the export with paceart is a success is hidden behind the export to paceart window. Therefore, the user cannot validate close the window. This case is retained and utilized for trend purposes. Correction: device update smarttouc tablet is replaced by smarttouch softwares modules according to investigation results

Event description:
Reportedly, on 12-september-2025, during export of data to fysicon system there appears a blue beam during export. Export to paceart is blocking the smarttouch about every 5th patient. This happens with teo pacemaker devices and/or ulys ICD's. The only solution to stop is using the on/off button or pull out the battery.